Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had been lost to follow up. The device was in storage mode at end of life (eol) battery status. It was also reported that the pacing impedance on this transvenous defibrillation lead was >2000 ohms in 2004.